Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission noted non-sustained right ventricular over-sensing due to post-paced t-wave over-sensing, which was noted on a stored electrogram. Programming changes were discussed, but no intervention was reported. There were no patient consequences.